Event description:
A pt underwent a therapeutic procedure for placement of a tracheal stent. The ultraflex tracheobronchial stent would not deploy. The deployment suture broke when the physician initiated the deployment of the stent. The procedure was successfully completed with another of the same device. The pt did not sustain any reported complications or ill effects as a result of the suture break and failure to deploy.